Manufacturer narrative:
The event of ipg reaching end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg reached end of life on an unknown date. Surgical intervention may be pending to address the issue.